Manufacturer narrative:
Due to a recent FDA inspection this MDR is being reported late as a result of a re-evaluation.

Event description:
Blade difficult to remove from pack, pack seems to be really flat. One nurse was cut trying to remove the blade.